Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited false positive atrial tachycardia (atr) episodes due to far field (ff) oversensing. Technical services (ts) assessed the issue and recommended reprograming options. The device remains in service. No additional adverse patient effects were reported.